Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: b1, h1, h2, and h6.

Event description:
It was reported that the patient presented to the hospital due to ventricular tachycardia (vt) storm. An interrogation of the implantable cardioverter defibrillator (ICD) found an alert for "potential damage diagnosis of high-voltage circuit¿. The vt was below the programmed therapy zone; therefore, the device had not delivered high voltage therapy. Capacitor maintenance was performed, and charging was found to be normal. The patient was given medication, and no further interventions were made. The patient was stable.

Event description:
It was reported that the patient presented to the hospital due to ventricular tachycardia (vt) storm. An interrogation of the implantable cardioverter defibrillator (ICD) found an alert for "potential damage diagnosis of high-voltage circuit¿. The vt was below the programmed therapy zone; therefore, the device had not delivered high voltage therapy. Capacitor maintenance was performed, and charging was found to be normal. The patient was given medication, and no further interventions were made. The patient was unstable.

Manufacturer narrative:
Further information was requested but not received.